Event description:
It was reported that approximately 1.5 years postoperatively, the pt was diagnosed with endocarditis. Several days later, the valve was explanted was replaced with a 31mj-501. Additional information has been requested.